Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, phenomenon was reproduced during inspection at the repair department. We, therefore, surmised that noise appeared on the image due to immersed and corroded cm board (main board). No adverse event was occurred. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had an abnormal image, noisy image. The issue occurred during preparation for use for a diagnostic gastroscopic procedure. The procedure was completed using a similar device. There were no reports of patient harm.